Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation as it was discarded. Based on the results of the investigation, it¿s likely the blood came from the probe because the device was not reprocessed in accordance with the instructions for use. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿this product has not been cleaned, disinfected or sterilized prior to shipment. Before first use, clean and disinfect (or sterilize) according to the instructions in chapter 7, cleaning, disinfection, and sterilization procedures. After use, wash, disinfect (or sterilize), and store according to this instruction manual and the "package insert" of this product. Improper cleaning, disinfection (or sterilization) or storage may lead to infection or damage to the device, and the functionality cannot be ensured.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer reported that during the reprocessing of the ultrasonic probe, there was blood inside the radial probe. The customer stated that during an endobronchial ultrasound bronchoscopy procedure, the patient's blood had gotten in the tip of the probe, and the customer did not know how to reprocess the device to remove the blood. The customer reported that they believed that there was a machine to clean the instrument, but they do not have one. The intended procedure was completed with the same set of equipment. This incident did not impact patient care or the provider, and there was no report of patient harm. The customer has other probes and wanted information on how to handle this if it happens again. The customer will not be returning the device due to its having been thrown away. The tac technician sent the customer the manual with the acecide letter for reference in reprocessing. The customer was not using an olympus product for reprocessing. Tac provided the manual by email, referred to page 27 for reference, and later followed up with a phone call.